Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a replace battery alarm even after using new batteries. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for battery failed alarm. No damage was reported on battery cap contacts and customer was using the correct battery cap for the pump in use. Customer continued to receive battery failed alarms after inserting new batteries and restarting pump. A replacement battery cap will be provided to the customer. No harm requiring medical intervention was reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-1885 was requested, and customer response was the device will be returned.

Manufacturer narrative:
Unit passed the self-test. Sleep current measurement and active current measurement within specifications. History was downloaded successfully using thump software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range. Detailed trace analysis did confirm charge battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did drop below 3.5v for consecutive 240 minutes. Battery cycle 12.0 received the low battery alert (104) on 08/04/2025 18:47:00 after more than 7 days at 18.36 days. Battery cycle 3.0 received the low battery alert (104) on 07/17/2025 08:57:00 after more than 7 days at 17.68 days. Battery cycle 2.0 received the low battery alert (104) on 06/29/2025 11:37:00 after more than 7 days at 17.56 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history record. Unit received with cracked battery tube threads, and fading serial number label. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed for power loss alarm. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.